Manufacturer narrative:
Concomitant medical products: model number/catalog number: sc-2317-70; serial number: (B)(4); batch/lot number: 21727769; model/catalog description: infinion cx lead kit, 70cm. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing inadequate stimulation due to lead migration. The patient underwent a lead revision procedure wherein the migrated lead was replaced.